Manufacturer narrative:
(B) (4): physio-control provided the customer technical assistance and parts information to repair the device. However, follow up with the customer found that the facility biomed determined the cause of the failure to be a loose therapy connector. The therapy connector assembly was reseated and tightened to restore normal device operation. The device was then placed back to service.

Event description:
During a performance inspection, the customer reported that the device would not deliver charged energy when pressing the shock button on the external hard paddles. The biomed tried another set of paddles and the problem persisted. There was no patient use associated with the vent.